Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a different power lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Unable to identify, which lens pertains to which claim as they were returned in the same bag. Dimensional and functional inspection found the lens to be within specifications. H3: device evaluation: lens was returned in liquid in a micro-centrifuge vial. Visual inspection found a haptic broken. Unable to identify, which lens pertains to, which claim as they were returned in the same bag. Dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).